Event description:
It was reported that the patient underwent a revision procedure due to an infection with artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and the patient was prescribed antibiotics. The patient was good following the procedure.

Manufacturer narrative:
Product analysis: the returned device was analyzed and the reported allegations of an infection was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to an infection with artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and the patient was prescribed antibiotics. The patient was good following the procedure.